Manufacturer narrative:
As soon as the device was retrieved, I-sens analyzed the cause of higher readings than expectation with returned device and retained strips. As a result of control solution test, all the measured values were within the standard range, and the cv% was within the acceptance criteria (below 5%) which was satisfied with the standard at I-sens. In the meter's memory, measured value reported by the user, 500 mg/dl, could not be found. Thus, it is believed that the meter properly functioned.

Event description:
The patient got 300 and 500 mg/dl about 5 minutes apart, so she called paramedics and got 98 mg/dl about 20 minutes later. When the patient got high reading, she felt fine with no symptoms consistent with those high readings so she did not take insulin. She could have been in danger if she took insulin based on readings from caresens n voice.